Event description:
Overdelivery reported: the device was returned from clinical service with a note attached stating "fix me". There was no specific event info or tracking (nurse, pt, location) info included. The pump reportedly overdelivered during delivery accuracy testing by the user facility biomedical engineer. Though requested, there was no additional info available.